Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date- (B) (6) 2008, inratio- 2.4, lab- 7.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date- (B) (6) 08, inratio- 2.4, lab- 7.4, mean-4.9, confident limits- 2.8-7.2. As per internal procedure, the inratio and lab values are not within the confident limits. The product will be investigated.